Manufacturer narrative:
The rf wire was returned without reported allegation. However, during visual inspection, the device showed coating damage at proximal ptfe. Detailed product information was not provided to bsc. A good faith effort to obtain the information was not available because the device returned without reported allegation. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
The device was returned with no reported device allegations or patient complications. However, upon product return, its analysis confirmed after visual inspection that the device showed coating damage at proximal ptfe.